Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative. It was reported that the patient's last refill was (B)(6) 2017. The revision and pump replacement occurred on (B)(6) 2017. It was reported that nothing was being returned. The information was confirmed by the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 500 mcg/ml gablofen at 68 mcg/day via an implantable pump for intractable spasticity and movement disorders. It was reported that the hcp noticed during the patient's last refill that the pump pocket looked elevated and found fluid collection under ultrasound. The pump contained the expected amount of medication and appeared to be working fine, however 45 cc of fluid was aspirated from the pocket and sent to the lab. No infection was present. A dye study showed a pooling of dye at the pump pocket. A revision was scheduled and the pump was replaced. During the surgery, a large tear in the catheter just under the "nozzle" was discovered. It appeared to be consistent with having been sutured previously, creating a weak spot that eventually gave out. The previous connector was replaced with a new connector and pin. The catheter was then aspirated and a dye study was performed to ensure the system was patent. Everything looked "perfect" and the patient was closed and sent home that day. The patient was noted to be "alive - no injury". No further complications were reported or anticipated. The event date was noted to be (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.